Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced low blood glucose levels on pump on (B)(6) 2025 while watching television. The patient initially got assistance from his wife and then via emergency medical services (ems) and eventually patient shifted to the hospital on (B)(6) 2025 due to low blood glucose levels. The blood glucose levels were 22 mg/dl and were treated with glucagon shots. The patient was in the hospital for less than 24 hours. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 06-feb-2026 against "lot number 6004349 and similar malfunction codes: no malfunction based on complaint information. No malfunction based on complaint information. The review confirmed that lot 6004349 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 06-feb-2026 against "lot number" criteria equal 6004349 and similar malfunction codes no malfunction based on complaint information. No malfunction based on complaint information. The count of complaint is 5. The complaint numbers are (B)(4). Device history record (DHR) review: the lot 6004349 was manufactured according to the wi version 15 and packaging in the multivac 14 on 15-nov-2023 with a total of (B)(4) units. The sub-assembly, cannula part of the lot 3k05849 was manufactured according to the wi version 13 and manufactured in the machine lc04, on 10-nov-2023, with a total of (B)(4) units. The sub-assembly, cannula part of the lot 3k05850 was manufactured according to the wi version 13 and manufactured in the machine lc04, on 14-nov-2023, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 3k05834 was manufactured according to the wi version 12 and manufactured in the machine lc02, on 11-nov-2023, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: based on the classification of the malfunction code, this type of issue does not require visual testing, functional testing, or evaluation of retain samples, as it corresponds to categories such as "misuse, user related issues, or no malfunction alleged." Therefore, no retain samples were requested and no product testing was performed. Conclusion: no further investigation activities were required. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6004349 and related malfunction codes. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Based on the classification of the malfunction code, this type of issue does not require visual testing, functional testing, or evaluation of retain samples, as it corresponds to categories such as "misuse, user related issues, or no malfunction alleged." Therefore, no retain samples were requested and no product testing was performed.

Event description:
To date no additional patient or event details have been received.